Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Rezkalla, j., alarouri, h., padang, r., mankad, s., luis, s. A., kane, g. C., & alkhouli, m. (2024). The imaging spectrum of device-related thrombus after percutaneous left atrial appendage occlusion. Case reports, 29(21), 102661.

Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Seven (7) weeks post procedure the patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed an immobile, wedge-shaped echo-density extending from the shoulder of the device consistent with drt on the atrial surface of the device. The physician restarted the patient on anticoagulation medication for another three (3) in response to this event.